Event description:
It was reported that the patient developed twitching and presented to healthcare facility for follow up check. Evaluation patient revealed that the twitching was attributed to the atrial lead, chest x-ray was taken and lead dislodgment was identified. The device mode settings were re-programmed and the atrial lead re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.